Event description:
It was reported that the patient fell ¿about a week ago maybe¿ on the left side of her butt cheek and the other side was hurting where her implantable neurostimulator (ins) was. Her sciatica was hurting her real bad, ¿all down her leg really severely,¿ and her hip was twisted. Her therapist ¿kind of twisted her back to normal, but she felt like the stimulation was turned a little bit and the shock of it felt like it was hurting her really bad on her tailbone and she was so worried that she hurt it.¿ she noted that if she pushed her leg out it did not hurt, but if she started walking the sciatica pain returned. She stated that ¿she needed this to work, it had been saving her life from the pain she had been having.¿ the patient got an appointment for (B)(6) 2014, but she did not think she could wait that long. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v157704, implanted: (B)(6) 2008, product type: lead. (B)(4).